Event description:
Dexcom was made aware on 02/11/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with burning, rash, redness, pimples and infection under entire patch area, which occurred 3 day after the sensor had been inserted in the arm. The patient went to the hospital and they prescribed oral antibiotics clarithromycin (5 days, 1 in the morning & 1 in the afternoon). The patient used over the counter cavilon barrier spray as barrier product and it helped to minimize or prevent the skin reaction. At the time of the report the patient was ok. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).